Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy. Review of session record showed noise due to an outside electromagnetic interference (emi) source. The patient was having shower and was holding a battery powered radio and got shocked. Abbott technical support confirmed that it was not a lead noise. The physician recommended the patient not to use that radio while they have wet feet and are grounded. No changes were made and the patient will continue be monitored.